Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged malfunction reported by the customer could not be duplicated or verified. However, a different symptom was found.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer's pump was making a clicking sound during the fill and when a bolus is being delivered. The customer blood glucose (bg) was 270 mg/dl. The customer does not know if the event affected bg level, but stated it might have when an extended bolus was delivered. The customer delivered a correction bolus to address bg.